Manufacturer narrative:
Event description updated. Device available for evaluation updated. Device codes added. Device evaluated by manufacture updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The fiber tip (cap) of first fiber was not cleaned during the procedure.

Event description:
It was reported that during a bph surgical procedure at 60,060 joules and 10:03 minutes of use, ¿side firing changed to end firing¿ was noted. The case was completed with an alternate procedure ¿bipolar.¿ patient outcome: ¿no injury¿ to the patient reported.